Event description:
Account alleged that the scale board was corroded due to fluid ingress. Account stated that there were no injuries.

Manufacturer narrative:
Account replaced the scale board to resolve the problem. The exact cause of the fluid ingress is not known.